Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the device, due to anatomical changes in the patient over time.

Event description:
Patient underwent aaa procedure in 2007. One main bod graft and two iliac leg grafts were placed. Then approx three months later, patient underwent emergent aaa repair due to the iliac leg grafts migrating proximally. The right iliac leg graft migrated into the distal aorta, and the left iliac leg graft migrated just inside the proximal left common iliac. (Refer to 1820334-2007-00422) the original placement of the iliac leg grafts did not cover the common iliacs down to the bifurcation. The uncovered native distal common iliacs both continued to grow and ended up causing the iliac leg grafts to migrate up. The physician extended both sides- the right was extended into proximal external iliac, and the left was extended into distal left common iliac. Four week follow-up computed tomography angiography (cta) showed no signs of endoleaks.